Manufacturer narrative:
It was reported that the patient had tibial loosening following a fall on the contralateral side. The patient also had an infection. A revision surgery occurred and an off the shelf implant system was implanted. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was reported that the patient had tibial loosening following a fall on the contralateral side. The patient also had an infection. A revision surgery occurred and an off the shelf implant system was implanted.

Manufacturer narrative:
Patient has tibial loosening following a fall on the contralateral side. It was reported that loosening may also be due to possible infection. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient has tibial loosening following a fall on the contralateral side. It was reported that loosening may also be due to possible infection. A revision surgery is planned to exchange the poly inserts.